Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 22-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for contraception. After the implant procedure, the plaintiff began to gradually experience increasingly painful abdominal pain, as well as, irregular, heavy menstrual cycles. During this period, she was not able to definitively ascertain the origins of these pains and bleeding, even after visiting medical facilities with complaints of abdominal and pelvic pains. On or about (B)(6) 2014, she sought a definitive solution to the symptoms that she had been suffering from and underwent a hysterectomy. During this period of time, she did not necessarily link the essure coils to pain; this procedure was performed to cure an unascertainable condition. The physical and mental anguish that the plaintiff suffered during this period, as well as the necessity of undergoing such a drastic surgery to remove the coils. A quality-safety evaluation was received on 11-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report was received from an attorney on behalf of a female plaintiff /consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented pelvic pains and painful abdominal pain, then around one year after placement she underwent hysterectomy. Both serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff began to experience increasingly painful abdominal pain and pelvic pains. Considering the nature of the events causality cannot be excluded. This case was regarded as incident, since device removal was required. Other non-serious event was reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unknown"), pelvic pain ("pelvic pains/ pain was located in my pelvic area") and abdominal pain ("painful abdominal pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test". The patient's past medical history included influenza a virus infection, epigastric pain, subchorionic hemorrhage, follicular cyst of ovary, uterine leiomyoma, uterine fibroid and hemorrhagic ovarian cyst. Concurrent conditions included migraine, anxiety, depression, endometriosis and adhesion. Concomitant products included zolpidem tartrate (ambien) since 2012. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain was located in my back area"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles/bleeding") and procedural pain ("complications or problems that occurred at the time of your essure placement procedure-she had trouble inserting the essure device on the left side, and that side would be more painful."). The patient was treated with surgery (bilateral salpingectomy).essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain, menstruation irregular and procedural pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, menstruation irregular, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, on (B)(6) 2014, patient had bilateral salpingectomy (as per pfs) and on (B)(6) 2014 (as per mr). She attempted to place coils one time from a male doctor and it was too painful so he stopped. The second time they prescribed her a xanex to take before she came in. She said the left tube was harder to place and that it would be more painful on 2013. Discrepancy noted in date of insertion ,essure start date (B)(6) 2013 and (B)(6) 2013. Diagnostic results: on (B)(6) 2013, impression, fibroid uterus. Bilateral hemorrhagic ovarian cysts. Compared to the (B)(6) 2013 ultrasound, these hemorrhagic cysts were new. (B)(6) 2014, final diagnosis: right and left fallopian tubes, bilateral salpingectomy: no pathologic abnormality. (B)(6) 2014, findings: endometriosis on the posterior cui de sac adhesions of the omentum to the anterior and left pelvic side walls adhesions of the uterus to the anterior abdominal wall. Complications: none; patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, abdominal pain. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Event pain was located in my pelvic area was clubbed with previously reported event. Events device dislocation, vaginal haemorrhage, menorrhagia, back pain, device monitoring procedure not performed,complications or problems that occurred at the time of your essure placement procedure-she had trouble inserting the essure device on the left side, and that side would be more painful. Were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: device not visible in right fallopian tube"), pelvic pain ("pelvic pains/ pain was located in my pelvic area") and abdominal pain ("painful abdominal pain") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "doctor was having a hard time inserting the coils" in (B)(6) 2013 and device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". The patient's medical history included influenza a virus infection, epigastric pain, subchorionic hemorrhage, follicular cyst of ovary, uterine leiomyoma, uterine fibroid and hemorrhagic ovarian cyst. Previously administered products included for contraceptive: depo from 2000 to 2002. Concurrent conditions included migraine, anxiety, depression, endometriosis and adhesion. Concomitant products included medroxyprogesterone acetate (depo provera) since 2014 and zolpidem tartrate (ambien) since 2012. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and back pain ("pain was located in my back area"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual cycles/bleeding") and procedural pain ("complications or problems that occurred at the time of your essure placement procedure-she had trouble inserting the essure device on the left side, and that side would be more painful."). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, abdominal pain, menstruation irregular and procedural pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, menorrhagia, menstruation irregular, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, on (B)(6) 2014, patient had bilateral salpingectomy (as per pfs) and on (B)(6) 2014 (as per mr). She attempted to place coils one time from a male doctor and it was too painful so he stopped. The second time they prescribed her a xanax to take before she came in. She said the left tube was harder to place and that it would be more painful on 2013. Discrepancy noted in date of insertion ,essure start date (B)(6) 2013 and (B)(6) 2013. Diagnostic results: on (B)(6) 2013, impression, fibroid uterus. Bilateral hemorrhagic ovarian cysts. Compared to the (B)(6) 2013 ultrasound, these hemorrhagic cysts were new. (B)(6) 2014, final diagnosis: right and left fallopian tubes, bilateral salpingectomy: no pathologic abnormality. (B)(6) 2014, findings: endometriosis on the posterior cui de sac adhesions of the omentum to the anterior and left pelvic side walls adhesions of the uterus to the anterior abdominal wall. Complications: none; patient tolerated the procedure well. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal haemorrhage, abdominal pain. Quality-safety evaluation of ptc: quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: event "doctor was having a hard time inserting the coils" added from pfs. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.